Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 302 mg/dl and a bolus was delivered to address the bg level., the customer did not know the cause of the high bg. A pump system check was performed and no issues were observed. The customer reported to have changed the insulin duration setting from 4 hours to 2 hours. Tandem customer technical support (cts) advised the customer to discuss the setting with a healthcare provider and cts educated the customer on the purpose of the setting. Reportedly, the customer reused the infusion set tubing and changes the cartridge with humalog in it every 4 days. Cts informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer was to discuss the insulin prescription with a healthcare provider to "fit" the product labeling.